Manufacturer narrative:
Testing and investigation found the device remained securely attached to the IV pole during the testing procedure.

Event description:
The customer contact reported that the pump, fell off an IV pole, and came in contact with the patient's arm. At an unspecified time, it was reported the pump "fell off the pole." The customer contact indicated the patient "kind of caught it", and put the pump in her lap. The pump was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.